Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that they are observing noise on pace/sense portion of the lead. Patient received an inappropriate shock. Currently at (B)(6) medical center. Impedances have been normal but there have been some spikes in those readings in the daily measurements. Additional information received 8/29/11 states that the lead was capped on (B)(6) 2011 due to a lead fracture. The physician was dr. (B)(6) at memorial hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).